Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: the needle is detached from the thread. Samples received: 58 unopened and 1 open race-packs. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Reviewed that batch manufacturing record, this product had a normal process and the results during the process conforms to requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). Complaint description: the needle is detached from the thread.